Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module shadow in image. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module. In addition, our technician confirmed that the insertion flexible tube coating damage, the lcb distal cover glass cracked, the light guide cable crushed, the remote control buttons leak, the light guide cable leak, the operation channel (primary) cut, the remote control buttons cut, the air nozzle dirty, the water nozzle dirty, the distal body worn out, and the suction channel kink; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(shadow in image).